Event description:
It was reported that the clinical specialist (cs) was on site during a clinical case. After the liver was placed on the device, the cs was assisting the device user with moving the device to another room. Prior to moving the device out of the room, the user turned off the mains power switch and unplugged the device. The battery was reading 96% on the graphical user interface (gui) at the time. Once the device was moved to the new room, it was plugged in and the mains power switch was turned on. The device user confirmed that the green light on the power switch was illuminated and that the plug icon was displayed on the gui screen. The battery percentage was reading 90% at the time. After about thirty to forty-five minutes, the device was alarming with message code 80 (low battery). The cs entered the room and noted that the battery read 48% on the gui screen with the plug icon displayed. Therefore, the cs turned off the mains power switch and plugged the device into a different outlet. Subsequently, the mains power switch was turned back on and it was confirmed that the battery percentage was increasing.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. A battery discharge test was conducted and performance was noted to have passed. System operation was normal. A review of the event data was also completed by a se. Based on the data review it was concluded that device battery 1 experienced a counter drop momentarily, then recovered following a recalculation. Device battery 2 did not experience any counter drop. The root cause of the reported issue was related to a coulomb counter recalculation on device battery 1.